Event description:
It was reported that the patient underwent a revision procedure 2 and a half months post implantation due to recurrent dislocation. The patient's initial dislocation occurred after the primary surgery when no medical intervention was performed. There is no additional information available.

Manufacturer narrative:
(B)(4). Event previously reported under MFR #0001822565-2025-00200 and MFR#0001822565-2025-00201. It was determined that the head and liner did not dislocated, it was the shell from the natural acetabulum. G2: foreign: australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.